Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the cartridges cracked during insertion of the lens. Discarded the lenses and got new ones in addition to replacing the cartridges. There are two medical device reports associated with this file. This report is associated with the 1 of 2 files.